Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample to analyze this complaint (reference with double needle). We have checked the needles dimensions and both comply the specifications of the product. The needles of the sample received are according to the design. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the needles dimensions of the sample received fulfil the specifications of the product, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the same reference of suture, comes with a bigger size of the needle than the usual."